Event description:
Boston scientific received information that shortly after the device replacement procedure, this device and chronic right ventricular (rv) lead exhibited noise that was oversensed. A review of the electrograms confirmed the noise and showed pauses in pacing that may have resulted in greater than two seconds of asystole. The lead measurements were within normal limits. A technical services consultant discussed troubleshooting techniques for attempting to reproduce the noise, as well as confirming threshold and sensing measurements. The noise pattern was consistent with a damaged seal plug or loose setscrew. The field representative reported troubleshooting had been performed and the noise could not be reproduced. It was also noted that some oversensing on the chronic right atrial (ra) lead was also observed. No adverse patient effects were reported.

Manufacturer narrative:
The physician had elected to reprogram the device to atrial-only pacing (aoo); the device and leads remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.